Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that vacuum stopped building and showed advisory during surgery. The procedure type was unknown. The surgery was completed on the same day after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A wet active fluidics management system (fms) was visually inspected and observed detachment of the aspiration tubing from the cassette port. We did observed adhesive residue on the tubing, and therefore the most likely contributing factors were insufficient wetting of the tubing with solvent and/or subsequent partial insertion into the port/socket. This observed issue will result in the customer's experience - unable to build vacuum pressure. This observed defect will render the fms cassette inoperable before surgery thereby minimizing any risk to patient. The most likely root cause related to the customer's complaint is suspected to be operator error during socket bonding due to inadequate process set-up. Action was taken to determine root cause and implement corrective actions based on an observed trend for complaints of a similar nature. No patient risk is associated with message code as the error occurs during the priming and calibration of the cassette. To address root cause of system message code occurring during the vacuum test stage/priming test sequence, two corrective actions were initiated. The first corrective and preventative action was to implement methods to increase drying/curing time after socket bonding and prior to testing on centurion pods. The second is to update the procedure after the first corrective action is completed. Complaints are reviewed and will be continued to be monitored at regular intervals for adverse trends. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).